Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, upon firing the stapler, the tissue was dragged inside. Firing was stopped mid-way and stapler was reloaded with another reload. However upon firing, same issue occurred where the tissue was not properly cut and staples were misformed causing another tissue drag. Stapler was then changed and a new reload used to properly fire central to the disfigured tissue. The surgery was delayed by 15 minutes. The procedure was successfully completed without any patient consequence.